Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient was receiving bupivacaine [14.5 mg/ml] at a dose of 1.537 mg/day, baclofen [1000 mcg/ml] at a dose of 106 mcg/day, and morphine [12 mg/ml] at a dose of 1.272 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that due to scar tissue the medication distributed on her right side rather than getting through and it managed a really small area of pain. It was noted that the patient had numbness on the right side where the catheter was on the buttocks and vaginal area each time she got a bolus. This began 4-5 months after implant in 2011.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine, baclofen, morphine and sufenta (unknown concentration and dose) via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient had scoliosis and a fusion. The catheter broke in 2010 after a patient fall. The catheter was revised to resolve the issue. Additional information was requested from the healthcare provider (hcp) regarding when the issue occurred, the cause of the issue, t roubleshooting performed, and if the patient experienced any symptoms related to the event. If additional information is received, a follow-up report will be submitted.